Event description:
Additional information received from the patient. It was reported that they think it was the MRI that cause the stimulation been felt in different locations. It was reported that it was on the same setting as before m.r.I. But they could not feel the impulses and they will get very wet.. Talking to manufacturer was the step taken to resolve this issue. The date of the MRI was on was (B)(6) 2020,so they talked to the office a couple of weeks later to (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI of their head 2-3 weeks ago, and a few days later, they had a return of symptoms; they just woke up really wet. They stated that they leak all the time and don't really feel the pulse; they feel the pulse a little, once in a while, but not regularly. Troubleshooting had already included increasing the stimulation (stim), but it didn't help their symptoms. They noted that they weren't feeling stim in the right spot; it was going off in-between their legs, not where it usually goes. It goes 'down side of right hip,' and is 'way out of whack.' It was noted that they had increased the stim a week prior to calling in and then brought it back down. Troubleshooting on the call found that they were at 2.6v on program 1. They then increased it and said that it kind of hurt in their right side, so they backed it down to 3.1v where they felt stim comfortably in their vaginal area. It was recommended that they monitor their symptoms after making the change to see if they improved.